Event description:
A 6f angio-seal vip was deployed in a pt. Difficulties were encountered and the pt required surgical intervention. Additional info has been requested.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment, based on the info received the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.